Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: does the surgeon believe that the cystic duct was compressible to 1.0mm? I assume the surgeon did due to the fact that he used the pvs35 stapler was the cystic duct also enlarged? I assume the surgeon did due to the fact that he used the pvs35 stapler. Were any gall stones noted in duct? The surgeon stated yes. Prior to device being fired, was it confirmed that all tissue within jaws was proximal to cut line? From his experience with this device in the past, I assume it was. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line during firing? From his experience with this device in the past, I assume there was not. Was this the first firing of device? I do believe so. Were there any staple form issues noted? Not that was mentioned to me after patient was readmitted, what treatment was required? From what I was told, another surgeon was going to conduct an ercp. A stent was placed are any photos or video available? Not that I am aware of. What is the current patient status? Patient is fine and will have stent removed may 15th. Surgeon stated that he does not blame the device- very swollen with back pressure. He was not even comfortable using an endo loop for this patient.

Event description:
It was reported that during a laparoscopic cholecystectomy, the common bile duct was enlarged and was transected. ¿the gull bladder side opened up immediately, however the bile side looked like it closed as expected". A drain was placed for twenty-four hours as a precaution. One week later the patient went to the e.r. And was readmitted for observation. There are no further details pertaining the patient¿s condition. The rep was not aware of any additional patient consequence.